Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have been dislodged and exhibited failure to capture. The physician elected to reimplant the rv lead. During the procedure, the helix exhibited rotation issue and inadequate insertion of the connector pin was also observed. The physician's attempts to reimplant the rv lead was unsuccessful. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. Final analysis found that as received, a complete lead was returned in one piece with the helix found extended and logged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue were isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting between conductor coils due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.